Event description:
During insertion of the locking screw of gamma 3, the torque became hard, and the locking screw was inserted using pliers on the handle part of the screwdriver. The handle of the screwdriver was damaged in the process.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During insertion of the locking screw of gamma 3, the torque became hard, and the locking screw was inserted using pliers on the handle part of the screwdriver. The handle of the screwdriver was damaged in the process.

Manufacturer narrative:
The reported event could be confirmed, since a damage at the strike plate could be identified during the evaluation. The device inspection revealed the following: the inspection of the initially without allegation returned gamma3 screwdriver strike plate has shown that the holding ring is separated from the hexagon and that a piece of the ring is broken off. The fragment was not returned for evaluation. All corners on the front of the hexagon are strongly deformed over a length of approximately 1mm. This damage is a clear sign that an attempt was made to force the hexagon into the counterpart while the hexagon was offset. This inappropriate handling finally also caused the damage to the ring. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The event was caused by inappropriate handling. If more information is provided, the case will be reassessed.